Manufacturer narrative:
The lv lead was successfully repositioned and remains in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that one day after the implantation of this left ventricular (lv) lead, there was loss of capture in all pacing configurations. No adverse patient effects were reported. A revision was performed and it was discovered that this lv lead had dislodged into the right ventricle.